Event description:
Premature baby had apneic episode at home. Pt was admitted with diagnosis of apnea and r/o sepsis. On 7/19/96, pt was undergoing pneumogram study and pt was found apneic and pulseless. Resuscitation efforts were unsuccessful. There are conflicting reports regarding if the alarm was sounding or not at the time the baby was found.